Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) colombia alleging that his onetouch select simple meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the device issue occurred on (B)(6) 2015. The patient manages his diabetes by self-adjusting his insulin doses and exercise. The patient reported that on (B)(6) 2015, prior to the issue occurring, the patient had developed symptoms of "dizzy and blurry vision". The patient reported that on (B)(6) 2015 she visited her doctor's office where he was given 16 units of lispro insulin. During troubleshooting the cca noted that it was the first time the product had been used and the test strip did not completely draw in sample. When the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.